Event description:
It was reported that the insulin pump changed the midnight basal from 0.05 u/h to 3.0 u/h on its own. The customer's blood glucose levels went from 49 to 21 mg/dl. The customer was not hospitalized due to this issue, but the caller did state that the customer had been hospitalized for issues not related to the insulin pump or blood glucose levels. The customer changed the basal rate back to the appropriate amount, and was advised to monitor the insulin pump and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.